Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified. The returned data were inspected. The inspection did not reveal any indication of a device malfunction. Regarding the particular question of the doctor, the data documented that the aai test mode was active on july 11 2017 between 14:11:22 and 14:12:26 o clock. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data did not reveal any indication of a device malfunction.

Event description:
Ous MDR - at a follow up, this patient had difficulty breathing and perspired profusely. The patient is cavb and it is questionable whether or not the operator performed the threshold test during the follow up correctly (aai mode was used). The device remains implanted.